Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bi-polar cutter failed to work. It would not heat up enough to cut through the tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical use and blood were observed. The c-ring was observed to be in tact with no defects present. The vv6 was found to be in overall working condition with no defects present. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. To test the ability of the device to cut, a cautery test was performed on an artificial vessel. The device could transect the vessel with a clean cut without any resistance. Based on the results of the evaluation, the reported complaint was unable to be confirmed for ¿failure to deliver energy¿. We were unable to reproduce the reported failure in our testing.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bi-polar cutter failed to work. It would not heat up enough to cut through the tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.